Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out, the implanting physician was unaware of the new nominal programmed pace settings of this device. This patient had a chronic unipolar electrode however the standard configuration of the device is bipolar. As a result, no ventricular pacing was exhibited until manually reprogrammed by the operator; during this time, the patient was being externally paced. Although the device programming changes had been updated correctly in product labeling and prior to product release, the physician alleged dissatisfaction with the changes and suggested it be better identified on the device. This unit remains implanted and in service with no further anomalies. No identified adverse patient effects were reported.